Event description:
It was reported that during implant of a bifurcated device and a limb extension, patient had a mycotic aneurysm. Reportedly, the physician wanted to treat the patient with our graft. However, the patient ruptured in pre-op, and occulsion ballooned was done to try and stabilize the patient. The patient coded on the table and expired part way thru putting the endogrtaft in, and became unstable and expired (B)(6)2015.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined inconclusive. The product was not returned, and no imaging was available for a clinical assessment. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined due to limited clinical information and the device not being returned for evaluation. However, patient's presentation with a mycotic aneurysm and rupture prior to use of the device likely contributed to the final outcome.

Manufacturer narrative:
Corrected.